Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It was reported that while placing the implant, the internal and external threads were stripped. Tooth 3. Another implant was placed to complete the procedure.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type; h3: device evaluated by manufacturer; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data; the driver was not returned. Based on the evaluation, the unknown driver¿s malfunction could not be verified as the product was not returned. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. H3 other text : no product or lot number available.